Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/1/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, the following was obtained: for the case in which the needle broke and had to be retrieved: was the needle piece(s) retrieved during the same procedure? What was done to retrieve the broken piece? For example, switched to an open procedure, second surgery? Can you identify the lot number of the product used. Were there any patient consequences? Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. It was also mentioned that "it happens regularly that the needle on this thread deserts or breaks." For these recurrent cases: if possible, please confirm how many procedures/patients were affected by needle breakage. Please specify the quantity of products affected per procedure. Did the needle piece fall into the patient during any of the needle breakage cases? If yes, how was it retrieved? For example, switched to an open procedure, second surgery? If possible, please confirm how many procedures/patients were affected by needle thread detachment. Please specify the quantity of products affected per procedure. Were there any patient consequences during any of these cases? Can you identify the lot number of the product used. Have any of these cases previously been reported to ethicon? If yes, please provide the reference number. (B)(4). As for the needle fragment, it was possible to remove it during the same procedure. It was an open inguinal hernia. It just increased the surgery time. The time to dissect in order to recover the needle fragment. In this procedure, the image intensifier was not used to perform fluoroscopy to recover the fragment. (B)(4). Unfortunately, I cannot answer your questions about the number of procedures involved and the quantity of sutures involved because the teams have not reported it before. The needle had never ended up in the patient. It was as a result of this that a declaration was made (B)(4). During the week, 3 threads pulled off ((B)(4) for reccurring). But according to the room nurses, this happens very regularly, except she does not report. There were no consequences for the patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that during the week, 3 threads pulled off the needle. There were no consequences for the patient. Additional information was requested.